Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer alleged the string on the tampons was thin and fragile and has gotten lost inside her and broke off of the tampon upon removal. No further information regarding the consumer's use of the product and outcome were provided.